Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a ext set 15cm luer-lok power injectable had leaked from the hub and separated where it attaches to the insyte.

Event description:
It was reported that a ext set 15cm luer-lok power injectable had leaked from the hub and separated where it attaches to the insyte.

Manufacturer narrative:
H.6. Investigation summary: failure mode not confirmed. All parts passed leakage tests and no tubing separation observed. Complaint history check for lot 8242512 was verified and no discrepancies were found about the above described problem. A complaint history check was performed and this is the 4th related complaint reported for the defect/condition on lot number 8242512. No findings in qns/ncmr/DHR about the lot number 8242512 were found. This is considered as an isolated issue. Lot no #: 8242512 catalogue #: ns385154 quantity produced: (B)(4). Extension set lots (p/n 50005373) used are ao17l03 and ao18d01 for lot 8242512. No qn¿s were found for lots ao17l03 and ao18d01 (used for ns385154) in sap and incoming inspection records. During the manufacture of this product, 100% visual inspection is performed for visual defects and leakage test is performed per qcpa-14sp. During the 100% inspection, no visual defects were detected by our operators. No leakage failures detected by inspection technicians. The manufacturing process was reviewed and no potential failures were identified since only the q-syte connectors are assembled to the bd extension sets and then packaged in the nogales manufacturing process. Failure mode not confirmed. All parts passed leakage tests and no tubing separation observed. Bd was not able to duplicate or confirm the customer¿s indicated failure since the sample part passed the leakage tests (air pressure decay and water tests) and no tubing separation was observed.